Event description:
It was reported that the patient received over thirty inappropriate shocks after a night of drinking. The implantable cardioverter d efibrillator (ICD) exhibited premature battery depletion. The device and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.